Event description:
It was reported that the proximal end of the drill does not mate properly with the chuck, nor when it is placed directly into a jacob's chuck. It spins freely.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.